Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The driver was returned for evaluation. Cannulated drill is broken at the intersection between the drill tip and the driving shaft. Optical examination of the fracture surface suggests a multi-modal failure. The rapid cross sectional area reduction of this transition creates a stress concentration under bending loads or lateral impact. Direction and angulation of the fracture surface suggest bend stress overload.

Event description:
It was reported that the drill bit was broken during use. Although the instrument was used intraoperatively, no patient complications were reported.